Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting. Article title: ponte osteotomies with pedicle screw instrumentation in the treatment of adolescent idiopathic scoliosis (sa shah) march 2013. Clinical findings determined by medical safety and complaint management: n=1 intraoperative hypotension. N=7 intraoperative neurological monitoring signal changes. N=2 deep wound infection. N=1 transient neuropalsy. N=1 superior mesenteric artery syndrome. N=1 deep vein thrombosis. Fourteen medwatch reports are being submitted to document these events.

Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: ponte osteotomies with pedicle screw instrumentation in the treatment of adolescent idiopathic scoliosis (sa shah) march 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.